Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. The blood glucose reading is 202 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.insulin pump was received with blank display due to corroded battery cap contact. No unexpected battery out limit alarm noted during testing with a test battery cap. No cosmetic damage noted.